Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the clinical diagnosis was superficial wound abscess of midline incision, lumbar site, since implant. Healing and opening periodically was noted. The event resulted an unscheduled clinic or office visit and in-patient hospitalization. A wound doctor examined the patient on (B)(6) 2017 and there was a small open wound midline incision with purulent drainage. The intervention performed was incision cleansing of the midline wound on (B)(6) 2017. The device remains in the patient. The etiology indicated the relationship of the event to the device or therapy was not related, but related to the implant procedure. The outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study clarified that only one action taken to resolve the event was listed at this time. The event was ongoing as of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The patient reported increased swelling, redness, and drainage at the ins site on (B)(6) 2017. An examination at the doctor's office on the same day confirmed the patient's report and showed increased signs of infection at the ins site. A clinical diagnosis of wound abscess of the midline and generator incision was reported. The ins was explanted (and not replaced) on (B)(6) 2017. It was disposed of according to biohazard instructions. The event required in-patient hospitalization. The event was not related to the device or therapy and was possibly related to the implant procedure. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was resolved without sequelae on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was no sign of infection and the seroma was a the midline of the lead incision site. It was corrected that the patient was given antibiotics on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp noted that the reason the patient was exited from the study on (B)(6) 2017 was because all enrolled products were inactive.

Manufacturer narrative:
Due to imdrf harmonization, methods, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was an incisional seroma at the midline incision. The patient was given antibiotics on (B)(6) 2018 and the issue was noted to be resolved without sequela on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that there was serous/purulent drainage of midline incision. The outcome was reported as unresolved at time of study exit/death/study closure.